Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting quickly. Additionally, the battery gauge was fluctuating and the customer experienced difficulty attempting to charge the pump. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined troubleshooting and did not provide any additional information.